Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds, undersensing and had low p waves. The lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.